Event description:
It was reported that an ilet user¿s fsl3+ sensor did not remain paired with the pump after the initial scan, resulting in intermittent communication between the cgm and the pump; the user later rescanned and confirmed glucose values displayed on the pump, and a high glucose reading occurred after the user ate without announcing. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability issue characterized by intermittent communication failure, associated with the electrical and magnetic subsystem and antenna components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.